Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim. This report is made based on results of investigation completed on 12/12/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: investigation revealed that the display screen was dim. (B)(4).